Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the px260 truwave pressure transducer displayed abrupt value variations when connected to the monitor in order to evaluate the intra-arterial pressure. Replacing the px260 truwave pressure transducer for another one solved issue. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
We received one dpt with attached single IV set for examination. The reported issue with the dpt was confirmed. The dpt sensor did not zero or sense pressure on the pressure monitor. Electrical testing showed that both input impedance and output impedance of the dpt sensor were within specifications. However, the zero-offset of the dpt sensor which was fluctuating between 33 mmhg to 67 mmhg did not meet specification. No visible damage or defect was detected from the sensor chip, cable and cable connector. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.